Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia confirmed by three fingerstick readings of 44 mg/dl after two dexcom g7 sensors failed, with the patient not active and without extra meals reported. Symptoms included hypoglycemia. Outcomes included treatment with oral fast-acting carbohydrates, including soda, with sensor replacement underway. Investigation included troubleshooting and education provided to the patient and caregiver regarding management of hypoglycemia and sensor replacement, and the patient attempted to identify a root cause without identifying contributing behaviors or activities. Investigation of this case revealed no definitive device-related root cause based on the available information, with the event attributed to hypoglycemia with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.